Event description:
It was reported by service report that the pump pedal is broken preventing the unit from pumping up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pivot rod.